Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and paravalvular leak requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the malposition is unknown; however, procedural factors (fair coaxial alignment of the delivery system and valve, possibly undersized valve) may have caused the valve to move aortic during deployment. The subsequent pvl was attributed to the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 23mm sapien xt valve was positioned 60:40 aortic/ventricular (a/v); however, it landed 90:10 a/v. Post deployment tee showed moderate paravalvular leak (pvl). Per report, bav had been performed and novaflex+ (nf+) delivery system was inflated in 22cc of contrast. The decision was made to deploy a second sapien xt valve. The second valve was positioned and deployed 60:40 a/v to the annulus. A repeat tee showed the pvl was reduced to trace. The patient was in stable condition at the end of the procedure. The native annular diameter had an area of 470mm² by CT. There was severe annular calcification and moderate leaflet calcification. The image intensifier angle was reported as good and the coaxial alignment of the delivery system and valve was reported as fair. Ventilation was held and there was no loss of pacing capture during valve deployment. It is perceived that the xt valve likely moved aortic during deployment due to fair coaxial alignment of the delivery system and valve. The pvl was attributed to the malposition of the valve.